Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that when the patient was converted form epc controller to a pocket controller, a driveline fault occurred. After the alarm was cleared, the pocket controller alarmed again with a driveline fault a few minutes later. The patient reported that he has not experienced any red heart alarms; however, the patient did report audible beeps while in bed. It was reported that low voltage advisory events occurred at the time the patient reported the audible beeps. The event log history did not indicate nay low speed or pump stoppage events. Thoratec technical services personnel arrived onsite on (B)(4) 2014 to evaluate the patient's driveline and a fracture brown wire was identified. When it was discovered that the brown wire was fractured, the pocket controller alarmed. The lcd screen on the pocket controller displayed a message to change the system controller. The green led icon that indicated the pump is running was half illuminated indicated a fault with the pocket controller. The system monitor no longer displayed the vad parameters. The patient stated that he was fine and did not feel any symptoms. The patient confirmed that he did feel the pump stop when the black button on the phase interrupter was pressed, and felt it start when the button was released. The patient was switched to their backup epc controller without incident. A review of the x-rays did not reveal nay apparent damage to the driveline. A percutaneous lead replacement was requested and scheduled for (B)(6) 2014. Thoratec technical services personnel arrived onsite the next day and a distal end percutaneous lead replacement was performed without incident.